Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device was implanted 3 months ago, and the battery already showed to be at 11 months remaining. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. The device was getting abnormally high amount of power since implant. This is device hardware malfunction of unknown cause. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was scheduled to be replaced. Subsequently, this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. Also, the device will not be returned for analysis.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device was implanted 3 months ago, and the battery already showed to be at 11 months remaining. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. The device was getting abnormally high amount of power since implant. This is device hardware malfunction of unknown cause. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.